Manufacturer narrative:
As of today the lead remains implanted but electronically deactivated. No adverse patient effects were reported.

Event description:
Boston scientific received information that the patient implanted with this lead complained of muscle stimulation. A lead dislodgement was suspected but not confirmed.